Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage. The analyst commented that the helix will not extend due to dried blood in the distal conductor within the connector and in the connector pin and in the sleeve head.

Event description:
It was reported that the lead was too short for the patient's anatomy and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead too short for the patient's anatomy and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.